Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that a temporary interruption in xml message flow from the admission discharge transfer interface caused a delay in message processing. The technical support specialist (tss) remotely accessed the server, opened sql server management studio (ssms), and ran a downtime query. No disconnected flag was observed from the care fusion coordination engine, and the last processed xml was verified and confirmed it was not flowing. The customer was informed to check with the well sky adt team. Upon rechecking the server, the xml messages were found flowing successfully, and an update email was sent to the customer. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server new patients and orders were not crossing over to pyxis despite populating correctly in the electronic medical record. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.